Manufacturer narrative:
The product was malfunctioned returned to the MFR for evaluation.

Event description:
During an unspecified procedure, the instrument broke. The surgeon applied another device without pt injury.